Event description:
The customer reported that he has been experiencing high and low blood glucose levels. During the call, the customer began showing signs of low blood glucose levels. The customer checked his blood glucose and the reading got as low as 39 mg/dl. The paramedics were called for assistance, and the customer was treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.